Event description:
It was reported that the patient with this neurostimulator experienced an infection at the pocket site. It was noted there was redness and drainage. The physician did not believe the device caused the infection. The specific type of infection was unknown. The patient was prescribed antibiotics. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the events of infection, purulent discharge and redness ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the pocket site. It was noted there was redness and drainage. The physician did not believe the device caused the infection. The specific type of infection was unknown. The patient was prescribed antibiotics. There were no additional patient complications.